Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument, false positives were observed. This is a re port of a single occurence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: false positives by the device are occurring.

Manufacturer narrative:
Medical device expiration date: na. PMA/510k: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: a failure of false positives was reported on a max instrument (p/n 441916, s/n (B)(6)). The customer reported false positives. A bd field service engineer remotely reviewed the case and determined an alternate reagent should be requested. There were no noted instrument issues, but the bd field service engineer provided recommendations to prevent potential contamination that could have contributed to this failure. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause was unknown.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument, false positives were observed. This is a re port of a single occurence. No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: false positives by the device are occurring.